Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in the manufacturing process. The review of the risk analysis revealed no observation; nail breakage was considered and thresholds were not exceeded. As no item was returned no physical examination could be carried out. In this case, referring to received medical documents, the nail broke after an implantation period of approximately 2, 5 years. A non-union of the bone fracture site was confirmed. As the nail was not available it could not be determined if the nail had been damaged intra-operatively. With available information the case is assumed to be patient related because of a confirmed non-union. No further technical statement was possible. As to no pre-operative x-rays, no follow-up x-rays and no x-rays showing the l-m-view were available no medical statement was possible. Based on presented information ¿ non-union ¿ and referring to that no deviation was found in the manufacturing documents for both nail and screw a deficiency in the products in question was not verified. The file will be closed and will be reopened when substantive information or the item(s) become available.

Event description:
It was reported that the patient presented to surgeon with a non union sub trochanteric fracture with a long gamma nail that had subsequently broken.

Event description:
It was reported that the patient presented to surgeon with a non union sub trochanteric fracture with a long gamma nail that had subsequently broken.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be submitted on a supplemental report. (B)(4): device will not be returned.